Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4574 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was re-positioned and reprogrammed with the superior vena cava (svc) coil off likely because with the svc coil off the lead provides better defibrillation threshold. The lead remains in use. No patient complications have been reported as a result of this event.